Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set tur y-tube disconnected. This occurred on 3 occasions during use. The following information was provided by the initial reporter: bypass of tur y set is disconnected.

Event description:
It was reported that IV set tur y-tube disconnected. This occurred on 3 occasions during use. The following information was provided by the initial reporter: bypass of tur y set is disconnected.

Manufacturer narrative:
H.6. Investigation summary a sample was returned to sbdm, lot number is 6907101. From visual inspection, bypass of tur y set is disconnected. Tensile strength test by retention sample: sbdm conduct tensile strength test by retention samples which were under similar using condition of customer. Test 1 tur y-tube bypass tube tensile strength test in cis connection point of received complaint sample(spec.: ¿ 2.5kgf): test 2 tur y-tube bypass tube tensile strength test in cis connection point of retention samples _lot no. 6909021 (spec.: ¿ 2.5kgf) from both tests, all samples are in our spec. (¿ 2.5kgf) house sample inspection: sbdm inspected 9 pcs from lot 6907101, 6908131 & 6909021, no abnormality observed. DHR review: sbdm review the manufacturing record for lot 6907101, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there were similar complaint in the same product from other customers. Root cause: sbdm conducted inspection by received complaint sample and retention samples for tensile strength test. According to the tensile strength test for cis connection point all samples are in spec. (¿ 2.5kgf). Sbdm visited customer's area, the customer explained that a doctor twists the tur-y set when using it. Sbdm state that it is not enough to endure strength when the tur y set is twisted on actual customer's field and it caused the complaint case. Therefore, sbdm conducted preventive action and the tensile strength was enhanced about 20% more compare with previous complaint tensile strength test result. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for IV set tur y-tube assembly line workers. 2. Sbdm conducted quality training on this customer complaint for incoming inspector of bypass tube. 3. Sbdm implemented tightened product & process monitoring and strengthening quality inspection for IV set tur y-tube manufacturing process. 4. Sbdm will discuss with bypass tube supplier for IV set tur y-tube to enhance tensile strength more by controlling by acid treatment in the bypass manufacturing process of the supplier for this complaint. Conclusion: 1 sample was returned to sbdm. From visual inspection, bypass of tur y set is disconnected. Sbdm conducted inspection by received complaint sample and retention samples for tensile strength test. According to the tensile strength test for cis connection point all samples are in spec. (¿ 2.5kgf). Sbdm visited customer's area, the customer explained that a doctor twists the tur-y set when using it. Sbdm state that it is not enough to endure strength when the tur y set is twisted on actual customer's field and it caused the complaint case. Therefore, sbdm conducted preventive action and the tensile strength was enhanced about 20% more compare with previous complaint tensile strength test result. H3 other text : see section h.10.